Event description:
It was reported that the physician inserted a 2.5mm diameter x 18mm length endeavor resolute rapid exchange (rx) drug eluting stent to the patient's arterial lesion and it did not fit. The stent was removed and placed on the table and it was confirmed that the stent was still intact. The lesion was dilated again and when they were going to re-insert the stent, the stent was missing. Fluoroscopy was performed to see if the stent could be found in the patient's artery, however, it was not found, so they used the balloon for dilating the artery. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the distal tip was damaged. The stent was not returned, however, there were crimp impressions evident on the mid-section of the balloon. The balloon was partially inflated. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: inherent risk of procedure (stent dislodgement), (root cause of the reported event is undetermined). Conclusion: no conclusion can be drawn (root cause of the reported event is undetermined). (B)(4).